Event description:
When dr. Used the canulated drill for inserting 4.0mm canulated screw, the drill's head hit one other screw which was set earlier, and part of the drill's head has cracked. The region was found to leave the part of the drill's head on post-op x-ray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.